Event description:
It was reported the single use 3-lumen sphincterotome wire broke during duodenal papilla incision with high-frequency electrocautery knife. The issue occurred during an endoscopic retrograde cholangiopancreatography. The product was replaced with a replacement of the same device and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: torn coating of the wire and excessive heating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.